Event description:
It was reported that the scope is fine, and the user cannot pinpoint if the instrument is the cause of the infection. Additionally, olympus had sent a customer letter to the customer recently about the change(s) to the reprocessing for this scope and the user feels that this could be related.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out of fields (b5 and g2). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus was not able to judge the relation between the subject device and the event from the following investigation results. Additionally, the subject device was not returned, and culture results were not provided, therefore; the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: ¿cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. This medwatch is related to the following patient identifiers: (B)(6). The endoscope was not sampled and cultured. The scope was not ethylene oxide (eto) sterilized. The cydex opa cleaning and disinfectant solution was used on the endoscope. The minimum effective concentration is being checked one time a day. The endoscope channel is being brushed with an olympus re-usable brush during manual cleaning. Pre-cleaning is being performed immediately after a procedure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, three diagnostic cystoscopy's were performed with the cysto-nephro videoscope and all three patients went to the emergency room with infection symptoms and were hospitalized. They were treated from the infection symptoms and are currently in good condition and discharged home. The procedures were completed with the same device.